Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had a trauma on his head several weeks ago, but in situ measurements performed that time were within normal limits. Two weeks ago, the parents noticed that the pt was not hearing well and that he was taking off his processor several times. The external components were exchanged but the situation remained the same. In situ measurements performed showed several electrode channels with status hi, sc? Re-implantation is considered, but a date has not been scheduled yet.